Event description:
It was reported that the customer was hospitalized due to high blood glucose of 700mg/dl. It was stated that the customer had a heart attack. Troubleshooting was performed. Reviewed the alarm history and found several auto off alarms back on (B)(6), and battery alarms on last month. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.